Event description:
The customer reported via phone call that she had received a motor error while changing the set. Customer's blood glucose was 176 mg/dl at the time of the incident. Customer does not use the sensor feature on the pump. Customer stated that she is unable to complete the rewind sequence. Customer mentioned that she attempted to change the battery several times. Customer was advised that the pump will need to be replaced and to remove the pump battery to prevent continued alarms. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The functional testing could not be completed due to this anomaly. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.